Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: during testing, the pump powered on with a blank display screen; audio tones and vibrations were functional. The pump was opened and the display screen was found to be cracked. A test display was inserted and found to function properly. Unrelated to the complaint, evaluation revealed a battery compartment crack extending from the top of the battery compartment to the case seal. The pump was not able to pass a leak test. The returned battery cap¿s threads were found to be stripped. Moisture corrosion was found inside the battery compartment. The pump cover was removed and no moisture was found in the pump¿s main compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank for a couple of days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.